Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the falsely elevated beta human chorionic gonadotropin (bhcg) results were obtained on two patient samples with error flags on a dimension vista 1500 system. Quality control (qc) and calibration were acceptable before the erroneous results were obtained. Siemens reviewed the information provided by the customer and the available instrument data files. Siemens' review of the result calculation data did not reveal any concerns and results for other patient samples processed during the same period were consistent and reliable, suggested that the system was functioning normally. Based on the available information, siemens evaluated the event and determined that the cause of the event is unknown. The behavior was resolved by repeating the samples. The customer is operational.

Event description:
The customer reported that the falsely elevated beta human chorionic gonadotropin (bhcg) results were obtained on two patient samples with error flags on a dimension vista 1500 system. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension vista 1500 system. The repeat results matched with clinical history and were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated bhcg results.